Manufacturer narrative:
The authorized service provider (asp) evaluated the device by checking the cooling fan, motor controller (mc) board and blower connections and functionality during pre-op checks. Air intake filters were cleaned. The asp could not replicate the reported problem. Unit passes all testing and functionality according to philips respironics v60/v60 plus service manual. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was alarming error code 1122 check vent: blower temperature high message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.